Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 3 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the obtuse marginal branch of the lad coronary artery. The maverick2 monorail balloon was removed and replaced with a maverick 20/2.75 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.